Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used for a local injection in the gastrointestinal tract, during a procedure performed on (B)(6) 2013. According to the complainant, the needle was inserted into the endoscope, however, the needle would not extend out of the device. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results, which found that the inner sheath had detached from the inner hub.

Manufacturer narrative:
(B)(4) for the evaluation results of inner sheath detached. The returned interject injection therapy needle device was evaluated. A visual evaluation was performed. The needle was retracted when received. No kinks were observed on the outer sheath. A functional evaluation was performed; when the inner hub was actuated, the needle would not extend. When attempting to remove inner sheath from the outer, the inner hub came apart from the outer hub easy, as if it had been removed before and reinserted in. The inner sheath could not be removed completely from the outer sheath due to the inner sheath being detached approximately 1.4 cm from the distal end of the inner hub. The cross-section of the detached area showed no signs of the sheath being stretched before it came apart. It appeared it was cut off with some type of cutting device, however, this was unable to be confirmed. Based upon the evaluation conducted, the cause of inner sheath detachment could not be determined. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.